Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 29618, were returned and analyzed. The data files showed that at least 12 applications were performed with the returned balloon catheter without any issue on the date of the event. Visual inspection of the sheath showed that the shaft was intact with no apparent issues. Multiple aspirations / injections were performed without air bubbles or leaks; the hemostatic valve was leak tight. The sheath distal tip was intact, no fractures, breaks or kinks were noticed. There was no teflon delamination noticed at the tip of the shaft. Functional testing of the sheath showed deflection worked as per specification. In conclusion, the reported clinical issue could not be assessed via data analysis or product analysis. The sheath passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a cardiac tamponade. A pericardial puncture was performed to drain the fluid inside the pericardial space. The case was aborted while the patient was under general anesthesia. Extended hospitalization in the intensive care unit (ICU) occurred as a result of the tamponade. No further patient complications have been reported as a result of this event.